Event description:
A pt's diabetes nurse reported a pt experienced inaccurate high results wtih a surestep meter. The pt's blood glucose results were 15.4mmol/l on the meter and 12.8mmol for the venous lab draw. Tests were done less than 30 mins apart with a difference of 20.3%. Pt did not experience any adverse events, treatment or change in treatment. No further info has been reported. Info obtained and entered by milpitas.